Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device was filled with benzylpenicillin 10.8g in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to a1, a2, d10 (add additional entry), h3, h4, h6 and h10. Correction to b3/d10 dates (update to 03/02/2022). H4: device manufactured between october 14, 2021 to october 15, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested an underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.